Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.